Event description:
The manufacturer's representative reported that, the patient was hospitalized the day after an interstim stage 1 implant due to rectal bleeding and abdominal pain. While in the ER, a CT scan revealed that during the stage 1 implant the patient's iliac artery was punctured. The artery was embolized to control the bleeding. The rectal bleeding resumed and the patient was admitted to the ice. The patient was transfused with six units of packed red blood cells, three units of fresh frozen plasma, and platelets. Acute renal failure due to acute tubular necrosis followed, accompanied by signs of congestive heart failure. The patient was put on dialysis and recovered renal function. Diuretics were administered and the signs of congestive heart failure were eliminated. A finger size fistula was discovered near the lead site accompanied by rectal perforation. A colostomy was performed with the possibility of reversal in three to six months. No further complications were reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a follow-up medwatch report will be sent.